Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was hit by a truck 1.5 years ago and they had to ¿reset it¿. The patient stated they cannot feel stimulation and the therapy has not worked for a year or so. The patient has had a loss of relief from symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.